Manufacturer narrative:
Philips has investigated this complaint. It was reported that the displayed e-stop error on start-up. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and bypassed the ups system was kept on for testing. Fse reviewed log files onsite and tested the system several times but could not reproduce error. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that there was an error on startup. The device was inside of clinical use and the patient was moved to another room to complete the diagnostic procedure. There was no reported user or patient harm. Philips has started an investigation of this complaint.